Manufacturer narrative:
This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced migration of implant magnet; subsequently the patient underwent revision surgery on (B)(6) 2016 to replace internal magnet.